Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's spouse that after implant a lead became loose and needed to be corrected. Follow-up with the patient's clinic confirmed that one day after implant the patient's right atrial (ra) lead was found to be non-functional due to dislodgement that was confirmed by x-ray. The ra lead function was programmed off pending review with physician and decision on the course of action. The ra lead was repositioned two days later and the ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.